Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not responding. No significant events leading up to the alarm were recalled. The customer's blood glucose was 116 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to open trace on keypad traces. No button error alarms noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and scratched reservoir tube window.